Event description:
It was reported that during the left ventricular (lv) lead implant procedure, cannulating the coronary sinus was difficult while implanting the lead which resulted in high capture thresholds. The left ventricular pacing configuration was adjusted. On (B)(6) 2017 during the pre-discharge check, the lv lead exhibited a loss of capture due to dislodgement and the patient experienced phrenic nerve stimulation. The lead was successfully repositioned and lv pacing configuration was again adjusted. On (B)(6) 2017, the lv lead exhibited a loss of capture and pacing was programmed off. A chest x-ray was performed which revealed the lead had dislodged. On (B)(6) 2017, another lead revision procedure was attempted but the physician had difficulty cannulating the coronary sinus and elected to remove the lead and plug the lv lead port in the device header. On (B)(6) 2017, the patient was discharged home in stable condition. On (B)(6) 2017, the patient experienced worsening shortness of breath, started gasping, oxygen dropped and collapsed on the floor and deceased. The primary cause of death was reported to be diabetes mellitus and secondary cardiac arrest. There is no known allegation from a health care professional that suggests that the death was device related.